Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device went to the start up screen during use of the device. There was no report of any negative patient impact.